Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of normal saline into the syringe during use of a novum iq syringe pump. The patient had one intravenous (IV) access. A peripheral intravenous line, normal saline fluids, and three stopcocks were hooked into IV hub. From the IV site, the first stopcock was open to all sides and had fentanyl running on the syringe pump. The second stopcock was open to all sides and had propofol running on an unspecified large volume pump (lvp). The third stopcock was capped and closed to the empty port. Normal saline ¿was running at the back as the mivf/carrier at 40-50 an hour on a lvp¿. Physician ordered a bolus of normal saline, and the normal saline lvp was reprogramed to 999 ml/hr to deliver bolus. "Lvp and syringe pump alarmed downstream occlusion but would restart". Fentanyl syringe popped out of syringe pump and when placed back into the syringe pump, the pump alarmed that the syringe had 55 mls, which was more than expected. The nurse realized the syringe had 15 or more mls of extra fluid in the syringe. The patient¿s pain control was interrupted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.